Event description:
It was reported, that the device exhibited a system fault alarm. There was no patient involvement. And no patient harm/adverse event reported.

Manufacturer narrative:
B3: unknown. No information has been provided to date. E1: initial reporter phone: (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional information becomes available.

Manufacturer narrative:
One device was returned for repair. Service history review identified the complaint was not related to a previous service of the device within the review period. The device was in used condition. Customer¿s reported problem, system fault, was verified by functional inspection. However, no repair was done to correct the issue due to the lcd screen needing to be replaced and being an obsolete part. The device was sent back to customer as beyond economical repair and unrepaired.